Manufacturer narrative:
Patient identifier on of the initial medwatch report indicates none. Patient identifier on of the initial medwatch report should indicate ni. Executive summary on of the initial medwatch report indicates 'the customer contacted physio-control to report that their device had unexpectedly lost power. There were no reports of patient use associated with the reported event.' , executive summary on of the initial medwatch report should indicate 'the customer contacted physio-control to report that their device had unexpectedly lost power during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported issue.'

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The initial medwatch report indicates: initial report sent to FDA ¿ blank. The report should indicate: initial report sent to FDA ¿ no.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer reported that the patient associated with the reported event was a 45 year old male. Section a2 and a3 have been adjusted accordingly.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: 01-934.

Manufacturer narrative:
Event date of the initial MDR indicates (B)(6) 2019. Event date of the initial MDR should indicate (B)(6) 2019.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power. There were no reports of patient use associated with the reported event.